Event description:
Healthcare professional reported approximately 3 months after pt was injection in the jaw line with juvederm ultra xc, and concomitantly in the cheeks with juvederm voluma xc, the pt experienced swelling bilaterally in the cheeks. Healthcare professional noted the right side was more swollen than the left and felt hard. Pt also developed "non-visible but palpable ping-pong ball sized nodules". Pt was treated with cipro. Symptoms are ongoing. This is the same event and the same pt reported under MDR ID # 3005113652-2015-00356 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan.

Event description:
Further follow-up with the healthcare professional provided the following information: the patient was injected with 2 cc of juvéderm® ultra xc in the oral commissures, marionette lines, and nasolabial folds and concomitantly in the cheeks with juvéderm voluma® xc. The patient initially developed symptoms at the juvéderm voluma® xc only. A month after the symptom presentation in the cheeks, the patient developed swelling and induration at the marionette lines. The etiology is believed to be patient sensitivity to the product. The patient was treated with cipro and minocycline for the symptoms from the juvéderm® ultra xc injection. The patient was treated with hylenex and vitrase for all the symptoms. The patient has a latex allergy.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, hardening and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days' duration". Adverse events: "the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: "the following adverse events were received from post-market surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar". "Serious adverse events have infrequently been reported for juvederm ultr (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain". "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a days to a month". Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement". "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included arnica, nsaid's, antihistamines, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases nodules resolved within 3 days to 1 month".

Manufacturer narrative:
Medwatch sent to FDA on 02/17/2016.

Event description:
Follow-up with the injecting office revealed the following information: the juvederm ultra xc was injected in the nasolabial folds, marionette lines, and oral commissures, not the jaw line. Additional vitrase was injected in the bilateral malar area, oral commissures, nasolabial folds, and marionette lines. The symptoms have resolved.